Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / extreme cramping') and uterine perforation ('uterine perforation noted during removal procedure') in an adult female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: mirena until (B)(6) 2014; for an unreported indication: yaz. Past adverse reactions to the above products included uterine leiomyoma with mirena. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), genital haemorrhage ("heavy bleeding/ abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea") and menstrual disorder ("unusual periods"). The patient was treated with surgery (she underwent total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine perforation, genital haemorrhage, dysmenorrhoea and menstrual disorder outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, menstrual disorder, pelvic pain and uterine perforation to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2014 (as per pfs discrepancy noted) (B)(6) 2014 (per mr discrepancy noted). Insertion details: findings: uterus is normal size, has a mild broad fundal septum, ostia were seen bilaterally. Procedure in detail: 5 loops of the coil were visible in right ostia. 5 to 6 loops of coil were visible in left ostia. The patient tolerated procedure well. Removal details: findings: normal appearing external genitalia, vagina and cervix. Uterus 9cm in size, mobile. No adnexal masses appreciated. Laparoscopic findings: uterus appeared normal, uterine perforation noted during procedure. Fallopian tubes and ovaries normal appearing. No adhesions encountered. Grossly normal bowel, omentum. Liver with lesion along edge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that essure coils were properly placed and that fallopian tubes were occluded. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: uterine perforation noted during procedure. Most recent follow-up information incorporated above includes: on 31-mar-2020: reporter added, dob, medical history updated, event "perforation" added, reporter causality comments and auto-narrative supplement field updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / extreme cramping'), uterine perforation ('uterine perforation noted during removal procedure'), vaginal haemorrhage ('vaginal bleeding') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included shoulder operation in (B)(6) 2018, loop electrosurgical excision procedure in (B)(6) 2017, lower abdominal pain from (B)(6) 2014 to (B)(6) 2018, chronic migraine from (B)(6) 2014 to (B)(6) 2018, neck pain, spinal pain, pain of lower extremities and pre-eclampsia. Previously administered products included for contraception: mirena until (B)(6) 2014; for an unreported indication: yaz. Past adverse reactions to the above products included uterine leiomyoma with mirena. Concomitant products included acetazolamide sodium (diamox sodium) since 2015 to (B)(6) 2018, drospirenone;ethinylestradiol (yasmin) since (B)(6) 2014, gabapentin (gabapentine) since (B)(6) 2017, ibuprofen, levonorgestrel (mirena) from (B)(6) 2014, medroxyprogesterone acetate (depo provera) from 2009 to 2010, meloxicam since (B)(6) 2020, metformin from (B)(6) 2017 to (B)(6) 2018, paracetamol (tylenol) and vitamin d nos (vitamin d) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and genital haemorrhage ("heavy bleeding/ abnormal bleeding (general)"). In (B)(6) 2014, the patient experienced abdominal pain lower ("lower abdominal pain") and back pain ("back pain"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced migraine ("migraine/ headache"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant) and menstrual disorder ("unusual periods"). The patient was treated with interferon beta-1a (avonex) and surgery (she underwent total hysterectomy and bilateral salpingectomy and colposcopy and curettage). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine perforation and menstrual disorder outcome was unknown, the vaginal haemorrhage, menorrhagia, genital haemorrhage, dysmenorrhoea, abdominal pain lower and back pain had resolved and the migraine was resolving. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2014 (as per pfs discrepancy noted) (B)(6) 2014 (per mr discrepancy noted). Discrepancy noted:essure confirmation test not performed. Current weight: 230. Insertion details: findings: uterus is normal size, has a mild broad fundal septum, ostia were seen bilaterally. Procedure in detail: 5 loops of the coil were visible in right ostia. 5 to 6 loops of coil were visible in left ostia. The patient tolerated procedure well. Removal details: findings: normal appearing external genitalia, vagina and cervix. Uterus 9cm in size, mobile. No adnexal masses appreciated. Laparoscopic findings: uterus appeared normal, uterine perforation noted during procedure. Fallopian tubes and ovaries normal appearing. No adhesions encountered. Grossly normal bowel, omentum. Liver with lesion along edge. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.1 kg/sqm. Hysterosalpingogram - on an unknown date: confirmed that essure coils were properly placed and that fallopian tubes were occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-apr-2021: pfs received: onset date of events: migraine/headache, back pain were added. Medical history, concomitant drugs, patient demographic were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / extreme cramping'), uterine perforation ('uterine perforation noted during removal procedure'), vaginal haemorrhage ('vaginal bleeding') and heavy menstrual bleeding ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included shoulder operation in (B)(6) 2018, loop electrosurgical excision procedure in (B)(6) 2017, lower abdominal pain from (B)(6) 2014 to (B)(6) 2018, chronic migraine from (B)(6) 2014 to (B)(6) 2018, neck pain, spinal pain, pain of lower extremities and pre-eclampsia. Previously administered products included for contraception: mirena until (B)(6) 2014; for an unreported indication: yaz. Past adverse reactions to the above products included uterine leiomyoma with mirena. Concomitant products included acetazolamide sodium (diamox sodium) since 2015 to (B)(6) 2018, drospirenone;ethinylestradiol (yasmin) since (B)(6) 2014, gabapentin (gabapentine) since (B)(6) 2017, ibuprofen, levonorgestrel (mirena) from (B)(6) 2014 to (B)(6) 2014, medroxyprogesterone acetate (depo provera) from 2009 to 2010, meloxicam since (B)(6) 2020, metformin from (B)(6) 2017 to (B)(6) 2018, paracetamol (tylenol) and vitamin d nos (vitamin d) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and genital haemorrhage ("heavy bleeding/ abnormal bleeding (general)"). In (B)(6) 2014, the patient experienced abdominal pain lower ("lower abdominal pain") and back pain ("back pain"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced migraine ("migraine/ headache"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant) and menstrual disorder ("unusual periods"). The patient was treated with interferon beta-1a (avonex) and surgery (she underwent total hysterectomy and bilateral salpingectomy and colposcopy and curettage). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine perforation and menstrual disorder outcome was unknown, the vaginal haemorrhage, heavy menstrual bleeding, genital haemorrhage, dysmenorrhoea, abdominal pain lower and back pain had resolved and the migraine was resolving. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, menstrual disorder, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2014 (as per pfs discrepancy noted) (B)(6) 2014 (per mr discrepancy noted) discrepancy noted:essure confirmation test not performed. Current weight: 230. Insertion details: findings: uterus is normal size, has a mild broad fundal septum, ostia were seen bilaterally. Procedure in detail: 5 loops of the coil were visible in right ostia. 5 to 6 loops of coil were visible in left ostia. The patient tolerated procedure well. Removal details: findings: normal appearing external genitalia, vagina and cervix. Uterus 9cm in size, mobile. No adnexal masses appreciated. Laparoscopic findings: uterus appeared normal, uterine perforation noted during procedure. Fallopian tubes and ovaries normal appearing. No adhesions encountered. Grossly normal bowel, omentum. Liver with lesion along edge. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.1 kg/sqm. Hysterosalpingogram - on an unknown date: confirmed that essure coils were properly placed and that fallopian tubes were occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: pfs received. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / extreme cramping') and uterine perforation ('uterine perforation noted during removal procedure') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: mirena until (B)(6) 2014; for an unreported indication: yaz. Past adverse reactions to the above products included uterine leiomyoma with mirena. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), genital haemorrhage ("heavy bleeding/ abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea") and menstrual disorder ("unusual periods"). The patient was treated with surgery (she underwent total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine perforation, genital haemorrhage, dysmenorrhoea and menstrual disorder outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, menstrual disorder, pelvic pain and uterine perforation to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2014 (as per pfs discrepancy noted) (B)(6) 2014 (per mr discrepancy noted). Insertion details: findings: uterus is normal size, has a mild broad fundal septum, ostia were seen bilaterally. Procedure in detail: 5 loops of the coil were visible in right ostia. 5 to 6 loops of coil were visible in left ostia. The patient tolerated procedure well. Removal details: findings: normal appearing external genitalia, vagina and cervix. Uterus 9cm in size, mobile. No adnexal masses appreciated. Laparoscopic findings: uterus appeared normal, uterine perforation noted during procedure. Fallopian tubes and ovaries normal appearing. No adhesions encountered. Grossly normal bowel, omentum. Liver with lesion along edge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that essure coils were properly placed and that fallopian tubes were occluded. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: uterine perforation noted during procedure quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / extreme cramping') and uterine perforation ('uterine perforation noted during removal procedure') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: mirena until (B)(6) 2014; for an unreported indication: yaz. Past adverse reactions to the above products included uterine leiomyoma with mirena. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), genital haemorrhage ("heavy bleeding/ abnormal bleeding (general)") and menstrual disorder ("unusual periods"). The patient was treated with surgery (she underwent total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine perforation, menstrual disorder, vaginal haemorrhage and menorrhagia outcome was unknown and the genital haemorrhage and dysmenorrhoea had resolved. The reporter considered dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2014 (as per pfs discrepancy noted) (B)(6) 2014 (per mr discrepancy noted). Insertion details: findings: uterus is normal size, has a mild broad fundal septum, ostia were seen bilaterally. Procedure in detail: 5 loops of the coil were visible in right ostia. 5 to 6 loops of coil were visible in left ostia. The patient tolerated procedure well. Removal details: findings: normal appearing external genitalia, vagina and cervix. Uterus 9cm in size, mobile. No adnexal masses appreciated. Laparoscopic findings: uterus appeared normal, uterine perforation noted during procedure. Fallopian tubes and ovaries normal appearing. No adhesions encountered. Grossly normal bowel, omentum. Liver with lesion along edge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that essure coils were properly placed and that fallopian tubes were occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: newly added events- vaginal bleeding, menorrhagia, outcome of the previously reported event- dysmenorrhea(cramping), bleeding genital were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / extreme cramping'), uterine perforation ('uterine perforation noted during removal procedure'), vaginal haemorrhage ('vaginal bleeding') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included shoulder operation in (B)(6) 2018, loop electrosurgical excision procedure in (B)(6) 2017, lower abdominal pain from (B)(6) 2014 to (B)(6) 2018, chronic migraine from (B)(6) 2014 to (B)(6) 2018, neck pain, spinal pain and pain of lower extremities. Previously administered products included for contraception: mirena until (B)(6) 2014; for an unreported indication: yaz. Past adverse reactions to the above products included uterine leiomyoma with mirena. Concomitant products included acetazolamide sodium (diamox sodium) since 2015 to (B)(6) 2018, drospirenone;ethinylestradiol (yasmin) since (B)(6) 2014, gabapentin (gabapentine) since (B)(6) 2017, levonorgestrel (mirena) from (B)(6) 2014 to (B)(6) 2014, medroxyprogesterone acetate (depo provera) from 2009 to 2010, meloxicam since (B)(6) 2020, metformin from (B)(6) 2017 to (B)(6) 2018 and vitamin d nos (vitamin d) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and genital haemorrhage ("heavy bleeding/ abnormal bleeding (general)"). In (B)(6) 2014, the patient experienced abdominal pain lower ("lower abdominal pain"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), menstrual disorder ("unusual periods"), migraine ("migraine") and back pain ("back pain"). The patient was treated with interferon beta-1a (avonex) and surgery (she underwent total hysterectomy and bilateral salpingectomy and colposcopy and curettage). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine perforation and menstrual disorder outcome was unknown, the vaginal haemorrhage, menorrhagia, genital haemorrhage, dysmenorrhoea, abdominal pain lower and back pain had resolved and the migraine was resolving. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2014 (as per pfs discrepancy noted) (B)(6) 2014 (per mr discrepancy noted) discrepancy noted:essure confirmation test not performed. Insertion details: findings: uterus is normal size, has a mild broad fundal septum, ostia were seen bilaterally. Procedure in detail: 5 loops of the coil were visible in right ostia. 5 to 6 loops of coil were visible in left ostia. The patient tolerated procedure well. Removal details: findings: normal appearing external genitalia, vagina and cervix. Uterus 9cm in size, mobile. No adnexal masses appreciated. Laparoscopic findings: uterus appeared normal, uterine perforation noted during procedure. Fallopian tubes and ovaries normal appearing. No adhesions encountered. Grossly normal bowel, omentum. Liver with lesion along edge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that essure coils were properly placed and that fallopian tubes were occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2020: pfs received: event abdominal pain lower. Migraine, back pain were added. Medical background, onset date, outcome and concomitant drug added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea") and menstrual disorder ("unusual periods"). The patient was treated with surgery (she underwent total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea and menstrual disorder outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that essure coils were properly placed and that fallopian tubes were occluded. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.